Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captiva stent graft (vamf3838c150te) was intended to be implanted during the endovascular treatment of a thoracic aortic dissection. The dissection measured 36.5 mm in length, with the anchored blood vessel diameter also being 36.5 mm. It was reported during the index procedure, the valiant captivia stent graft delivery system could not advance to the proximal end during the femoral artery approach. The delivery system was withdrawn from the patient, and it was found that vascular tissue was brought out with it. The femoral artery was repaired, and the procedure was concluded. It was confirmed that there was resistance trying to withdraw the delivery system so more force than usual was required to remove. The patient did not undergo open surgery to repair the dissection, and the family requested conservative treatment. Per the physician the cause of the device¿s inability to advance and removal issues was anatomy-related, and due to the emergency nature of the surgery meant there was no cta data available to evaluate the approach in detail. No additional clinical sequelae were reported, and the patient will be monitored.